Manufacturer narrative:
(B)(4) follow up emdr for device evaluation (lot 0001336523): one photo and two physical samples were provided to our quality team for investigation. Through visual inspection, one of the needles was observed to be bent. Using magnification to evaluate the second product, no damage or bent needle was identified. It was noted during our evaluations that the stylet was not bent indicating the procedure was conducted without the stylet inserted into the needle as directed in the instructions for use included with the product. A device history review was performed for reported lot 0001336523, and no recorded quality problems or rejections related to this incident were found. Based on the quality team's investigation and sample condition, it is likely this incident is related to the use of the device. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text: see manufacturer narrative.

Event description:
It was found that performing the puncture procedures, the illinois 18gax3 "bone marrow aspiration needles are very fragile and bend in most of the procedures, a photograph is attached, likewise on tuesday, december 08, the client will be attended hospital infantil de méxico and the user areas to collect more information and product samples, for delivery to bd. Patient impact: trauma due to multiple punctures to patients involved in each procedure, and even more being minors (under age). ((B)(6), (B)(6) 2020): to which catalog and batch does each of the products in the image regard? Customer reports both batches 0001336523 and 0001231557; was there any further patient impact? None, there was only the multiple punctures. Was medical intervention required? No. Are there physical samples available for evaluation? Yes, from batch 0001336523..

Manufacturer narrative:
Pr (B)(4): (1 of 2) initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
It was found that performing the puncture procedures, the illinois 18gax3 "bone marrow aspiration needles are very fragile and bend in most of the procedures, a photograph, likewise on tuesday, (B)(6), the client will be attended hospital (B)(6) and the user areas to collect more information and product samples, for delivery to bd. Patient impact: trauma due to multiple punctures to patients involved in each procedure, and even more being minors (under age). (B)(4) to which catalog and batch does each of the products in the image regard? Customer reports both batches 0001336523 and 0001231557; was there any further patient impact? None, there was only the multiple punctures. Was medical intervention required? No. Are there physical samples available for evaluation? Yes, from batch 0001336523.